Manufacturer narrative:
The associated medical device was being changed out for normal depletion. This lead was taken out and surgically abandoned at the same time for suspected fracture.

Event description:
Boston scientific received information that during the normal changeout of the associated medical device, this left ventricular (lv) lead had been exhibiting symptoms of insulation abrasion resulting in loss of capture and oversensing. There was no report of adverse patient effect associated with the unplanned surgical intervention.